Event description:
Rptr had silicone breast implants and recently started having problems with rptr's breast and went to a physician for an exam. He sent rptr to have an MRI and that revealed ruptured implants. Rptr has the mem implants and they were put in by doctor.